Event description:
It was reported to MFR that the vns pt had their vns pulse generator explanted due to lack of efficacy. Review of the available programming history revealed that the device was disabled in 2007. There are no diagnostic test results available to confirm proper device function. Attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date. The explanted generator was returned to MFR and is pending the analysis findings.